Event description:
It was reported that an ilet pump¿s touchscreen became unresponsive on the upper portion of the display, leaving the screen stuck on the graph and preventing navigation and meal announcements; the user could still unlock and access the meals tile initially, and the device was paired with a dexcom g7. Symptoms included an inability to interact with on-screen controls required for normal pump operation. Outcomes included shipment of a replacement device and instructions to sync data to the mobile app, shut down the device, and return the original. Investigation included remote troubleshooting and request for video evidence, with collection of device identification and arrangements for device return. Investigation of this device revealed a suspected touchscreen/display malfunction consistent with a hardware screen responsiveness failure of the user interface component. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure.

Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."